Event description:
Boston scientific received information from the patient that this cardiac resynchronization therapy defibrillator (crt-d) was programmed off and the remote monitoring system alert was missed by the physician. It is determined that the tachycardia therapy was unintentionally programmed to other than monitor plus therapy during follow ¿up check last year without the presence of the boston scientific field representative. The field representative later on discovered the issue upon follow-up check after four months. Subsequently, the tachycardia therapy was programmed back on appropriately. Additional information revealed the device was programmed off for unknown reason. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.